Manufacturer narrative:
Device disposed of by user facility.

Event description:
It was reported that during equipment preventive maintenance conducted by a manufacturer sales representative at the user facility, the device overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.